Manufacturer narrative:
H7, h9: updated. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The reported problem was confirmed with event logs. The cause of the reported issue was a fluid contamination. The main board, motor were replaced. All functional tests of the device passed after repaired.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).

Event description:
It was reported that the pump displayed an error code during pre-test. There was no patient involvement, and no patient harm.